Manufacturer narrative:
Other device(s) associated with this event: heartware ventricular assist system ¿ driveline extension cable, model unk / expiration date unk / serial number unk / UDI unk, single use device that was reprocessed and reused: no, available for eval: no, mfg date unk. Labeled for single use: yes. Product event summary: pump (B)(4) and a driveline extension cable with an unknown serial number were not returned for evaluation. Review of the manufacturing documentation of (B)(4) confirmed that the associated device met all requirements for release. Review of the manufacturing documentation of the driveline extension cable was not performed since the serial number is unknown. The reported event could not be confirmed via review of controller log files since log files were not available for analysis. The information available does not provide enough evidence to determine whether or not a device malfunction caused or contributed to the reported event. Based on the available information, the suspected root cause of the reported pump stop event may be attributed to a physical disconnection between the driveline cable and driveline extension cable. The event description indicates the driveline cable was in use during regular vad operation; the instructions for use state ¿the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running failure to ensure a secure connection may cause an electrical fault¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The driveline extension cable is designed to only be used during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable is not intended to be used after the pump is implanted in the patient. The instructions for use (IFU) caution the user that an audible click should be heard when connecting the driveline to the controller or driveline extension. Failure to secure the connection may cause an electrical fault. (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
A report was received that a patient's driveline cable became disconnected from the driveline extension cable on many occasions while the patient was in the outpatient area. The event was reported to have been associated with an alarm and with a pump stop event and to not have involved any patient consequence. The site clinical specialist confirmed that the site had been re-educated many times to only use the driveline extension cable during the implant wet test. The driveline extension cable is not available for return to the manufacturer since the site did not retain it.